Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified a compromised driveline that could have contributed to the pump stop and low speed events seen in the submitted log files. (B)(6) was returned with the driveline severed approximately 6¿ from the pump housing, and a distal portion, measuring approximately 29¿ in length, was also returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned. The sealed outflow graft was returned attached to the outlet elbow. The outflow bend relief and bend relief collar was returned unattached. The outlet elbow was returned attached to the outlet port. Examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The driveline was severed approximately 6¿ from the pump housing, as well as a distal portion, measuring approximately 29¿ in length, was also returned. A distal end driveline repair was noted approximately 20¿ from the metal connector. Upon removal of the outer silicone sleeve, visual examination of bionate revealed black discoloration from 6.5¿ to 15.5¿ from the metal connector but was otherwise unremarkable. An electrical continuity test of the returned pump end and distal portion of driveline was conducted, and was found to be electrically intact, even with manipulation of the driveline. No wire-to-wire or wire-to-shield shorts were induced. The bionate was removed and revealed a large area of shield breakdown approximately 26¿ from the metal connector. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed wear/damage to the insulation of the brown, red and orange wires exposing the internal conductors approximately 26¿ from the metal connector. Visual and microscopic inspection of the remaining underlying wires of the distal returned driveline and 6¿ of pump end returned driveline revealed no damage/breaches to the wire insulation. The wires were submerged in a saline solution for hipot testing to further verify each wire¿s insulation. The test did not identify any additional breaches. The observed breaches to the brown, red and orange wires had the potential to result in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 30mar2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the emergency department for low speed alerts and 3 pump stops. The patient had a previous short to shield (cs-130200). The patient's pump stop as she was arriving to the emergency department. The patient had a controller exchange upon her arrival to the emergency department. There were no more issues after the controller was exchanged. The log files after the patient's controller was exchanged showed 4 events. In reviewing the log files from the original controller that indicated that the short to shield has matured to a phase to phase with multiple wires having insulated damage causing pump stops. The patient is planning to undergo a hm2 to hm3 replacement. During the exchange the hm2 sewing ring was retained. There was also a graft to graft anastomosis of ofg.